Event description:
The surgeon reported that during insertion of the intraocular lens, the incision had to be enlarged. There were no reported postoperative sequelae. Add'l info has been requested, but has not been received. Please reference MDR #: 1119279-2013-00240 for the lens used during this event.

Manufacturer narrative:
The delivery device was requested, but was not returned to b+l for eval; therefore, product eval could not be conducted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.